Event description:
It was reported that during positioning, the leadless pacemaker (lp) exhibited high capture threshold and low pacing impedance. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.